Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. Upon removing the sensor, the patient¿s mother found redness under the patch area and stated it got infected. She took the patient to the physician on (B)(6) 2020, who prescribed an unspecified oral antibiotic & topical cream. At the time of contact, the patient was doing well. No additional patient or event information is available.